Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was discarded at the facility.

Event description:
It was reported by the company representative that an (B)(6) patient had received new delta plate implants to replace ones that had previously broken post-operatively. This same patient's replacement plates have also broken post-operatively. After this second incident, the surgeon decided to remove the free-flap altogether. The patient (who is being treated for tumor) did acquire an infection, so no further procedures can be attempted until after the infection is successfully treated.

Manufacturer narrative:
Due to the nature of the complaint, the observed infection stated in the reported event could not be confirmed. The breakage of the plate can be confirmed according to the picture provided. To gain a better insight in the event and the conditions the product had been exposed to, the customer was asked to answer several questions pertaining to the infection. In a final phone call on (B)(6) 2017. The sales rep confirmed that he does not know any further details than what was already provided, nor can he get any additional information from the facility/surgeon. For infection complaints expanded investigations are additionally performed at the manufacturing site stryker malvern to assure that neither the complained device nor all related manufacturing process steps (e.g. Environmental monitoring, sterilization validations tests) have caused or contributed to the reported event. Furthermore it is evaluated if the risk assumptions in the related fmea are in correspondence with the reported event. All results of this expanded investigation were documented. According to the related design risk analysis these are the possible root causes for the reported postoperative breakage/fracture: plate too thin, plate stability too low, deformation over bone gap (post-op). Based on the investigation, the expanded review of all relevant quality documents at the manufacturing site, there is no indication for a not correctly working product or any design, material or manufacturing related issue.

Event description:
It was reported by the company representative that an (B)(6) month old patient had received new delta plate implants to replace ones that had previously broken post-operatively. This same patient's replacement plates have also broken post-operatively. After this second incident, the surgeon decided to remove the free-flap altogether. The patient (who is being treated for tumor) did acquire an infection, so no further procedures can be attempted until after the infection is successfully treated.